Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure, there were malformed staples. After firing a stapler ec60, the distal staples were malformed and the proximal staples were partially out of the reload but not delivered. No injury of the tissues was noticed. A new reload was used successfully after removing the flawed staples. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Premature sled movement the analysis results showed that one (B)(4) reloads was received in good visual condition and partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The reload was tested for functionality with a test device by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
High threshold was reported. Patient had experienced a fall in (B)(6) 2008. Patient was also reported as a possible twiddler. The lead was replaced. It was also reported that there were high threshold on the atrial lead, and the lead was pulled back. No patient complications have been reported as a result of this event. Later review of manufacturer's database revealed the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Follow up revealed patient last seen by physician (B)(6)2009, device check completed, and everything appeared fine. The patient "went into cardiac arrest at home and died in the ER on (B)(6)2009."